Manufacturer narrative:
Investigation summary: a mz1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 21115371. The feedback provided by the customer indicates leakage was detected at the connection between the male luer of the maxzero component and a PICC line. The customer confirmed the issue occurred during both priming and infusion; and no visible cracks or defects were detected on the maxzero component. As part of the feedback, the customer provided a video of the affected product; analysis of the video confirmed the customer's experience, as leakage can be observed at the connection between the male luer of the mz1000 china product and the PICC line. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21115371 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that 3 maxzero¿ zero reflux IV connectors leaked. The following information was provided by the initial reporter: when the head nurse of the PICC clinic used it for the patient, it was found that there was leakage at the connection with the PICC screw, which did not cause any harm to the patient.